Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the power switch was broken and the device could not be powered on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, the user had trouble powering the subject device on. The power button did not consistently return after being pressed. The device was still functional. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the power switch was broken and the device could not be powered on. This report is being submitted for the malfunction found during evaluation (broken power switch). There was no harm or user injury reported due to the event.